Manufacturer narrative:
Date sent: 02/28/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported that prior to a lap colectomy procedure, when removed from the package, the ring came off the device and ripped. They got a new one to complete the procedure. There was no pt consequence.